Event description:
It was reported that during an unknown procedure, before use on the patient, the clip was not fed into the jaw from the first firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Advancer bypass. The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. During all the firings the tip of the advancer slit toward tissue stop. In addition, the device locked out as intended, however, the orange indicator over-traveled. A batch record review was performed and no anomalies were found during the manufacturing process.